Manufacturer narrative:
"11/4/2022 - we were notified of a patient who swallowed a capsule 5 weeks ago and it was retained. She consulted 3 different gi doctors and a colorectal surgeon, has numerous CT scan and x-rays. Frm-0089 was received later indicating patient had a pre-existing condition. On 11/12/2022 we received an email from dr. (B)(6) stated that a separate gi doctor that was going to do the balloon enteroscopy on the patient. The patient had a lengthy discussion with both this gi doctor and her colorectal surgeon. They both advised to leave the retained capsule as is and they will monitor her. Due to her previous medical history, they believed that at best, there is a 30% chance of a successful double balloon enteroscopy and the surgeon felt that further surgery would be worse for the patient. Dr. (B)(6) reiterated to the patient that he thought it was safe to let the capsule sit there and that the risk is low. The patient will let us know if there is any changes in the future. Based on this the complaint was closed and would be reopened if there are any updates."

Event description:
On 11/4/2022 - we were notified of a patient who swallowed a capsule 5 weeks ago and it was retained. She consulted 3 different gi doctors and a colorectal surgeon, has numerous CT scan and x-rays. Frm-0089 was received later indicating patient had a pre-existing condition. On 11/12/2022 we received an email from dr. B)(6) stated that a separate gi doctor that was going to do the balloon enteroscopy on the patient. The patient had a lengthy discussion with both this gi doctor and her colorectal surgeon. They both advised to leave the retained capsule as is and they will monitor her. Due to her previous medical history, they believed that at best, there is a 30% chance of a successful double balloon enteroscopy and the surgeon felt that further surgery would be worse for the patient. Dr. (B)(6) reiterated to the patient that he thought it was safe to let the capsule sit there and that the risk is low. The patient will let us know if there is any changes in the future. Based on this the complaint was closed and would be reopened if there are any updates.